Event description:
Patient experienced lower left leg pain post cardiac catheterization discharge. Acute occlusion of lower left extremity artery post cardiac catheterization and failed closure device deployment of unknown origin. The event occurred post discharge. The patient was admitted to the hospital and underwent ultrasound as well as mechanical and chemical thrombectomy and eventual compartment syndrome intervention. Occurrence report dated (B) (6) 2010.